Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. The IFU provided with this kit warns the user "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (mw5086562) "the wire bent while in patient, retrieved and replaced". No patient injury or harm reported.